Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customers blood glucose (bg) level was ¿high¿, however, a specific value was not provided. Reportedly, the customer administered a bolus via the pump and changed the cartridge to address the elevated bg. The customer reverted to manual injections for insulin therapy.